Event description:
Healthcare professional (hcp) reported this 1550 device was being transported off the elevator when the wheel became stuck in the door opening track. Hcp attempted to push the device and dislodge the wheel when the wheel snapped off. The device tipped onto the cornor that the wheel broke off of and did not completely fall over. Hcp stated security had to help her with the device. Hcp stated no employee injury and no medical intervention was necessary as a result of this event.